Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that eight days post implant, the right atrial lead had a high threshold and the lead was noted to be "pulled back" on fluoroscopy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.